Manufacturer narrative:
As reported, the cap of a 5f mynxgrip vascular closure device (vcd) became stuck inside the cannula during a vascular radiological procedure. The plug (the material that unfolds in the artery) stayed inside the cannula and did not unfold onto the artery. There was no reported patient injury. The deployer was mynx certified. Femoral artery suitability was verified on angiography or venography including the insertion angle of the vascular sheath introducer. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. A picture was provided for review. One sterile device was returned for evaluation. (B)(4): the device was not returned for analysis. However, one photograph was provided for review. The image shows a 5f mynxgrip vascular closure device (vcd) following use in a clinical setting. Blood residues are observed, consistent with use. The device shaft and distal segment are visible; however, the position of the sealant within the cannula cannot be assessed. No obvious structural damage can be identified. The photographic evidence does not allow evaluation of the deployment mechanism. Therefore, the reported failure of sealant deployment cannot be confirmed. The product history record (phr) review of lot f2600701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy¿ was not observed through analysis of the picture received as the position of the sealant could not be visualized. Additionally, the reported event of ¿sealant-failure to deploy¿ could not be observed with the second device was it was not returned for analysis and images were not provided. The exact cause of the failure to deploy events reported could not be determined. Based on the information available for review and picture analysis, it is not possible to determine what factors may have contributed to the reported issues. However, procedural/handling factors are possible, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the picture analysis, phr reviews, nor the information available for review suggests that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history record (phr) review of lot f2600701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the cap of a 5f mynxgrip vascular closure device (vcd) became stuck inside the cannula during a vascular radiological procedure. The plug (the material that unfolds in the artery) stayed inside the cannula and did not unfold onto the artery. There was no reported patient injury. The deployer was mynx certified. Femoral artery suitability was verified on angiography or venography including the insertion angle of the vascular sheath introducer. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. A picture was provided for review. The device will be returned for evaluation.